Event description:
It was reported that the left ventricular lead exhibited loss of capture. It was noted that on the presenting rhythm there were instances on the lv distal tip to can channel that the morphology does change. Further information was requested however, was not provided.